Event description:
It was reported that during a peripheral intervention treatment procedure a balloon rupture occurred. The 90% stenosed and severely calcified lesion was located in the aorta "over the bifurcation". The 10 x 40 x 80 sterling balloon catheter was being used for pre-dilation. It was advanced to the lesion and on the first inflation the balloon ruptured at 10 atms after 15 seconds. The device was successfully removed intact from the patient and the procedure was completed with another of the same device. No patient complications were reported and the patient's status is good.

Manufacturer narrative:
Device evaluated by manufacturer: the complaint device was not received for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4)